Event description:
The manufacturer received information alleging a ventilator inoperative alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that two error codes, internal battery not detected and communication failure between the user interface and therapy, were observed in the device's error log. The service technician evaluated and determined the internal battery and system printed circuit assembly (pca) had caused the ventilator inoperative alarm to occur on the device. Another error code, pressure sensor mismatch, was observed on the device's error log. The service technician evaluated and determined that a foreign substance inflow had corroded the blower, and a sticky substance was present in the blower and blower chassis plate. In conclusion, the internal battery pack, system pca, and blower assembly were replaced to address the reported issue. The root cause is at this time. Additionally, during the service of the device, the inline proximal filter and three-way (3-way) solenoid valve were replaced to address the failed fio2 sensor receptacle verification test, which was unrelated to the reportable issue. The device passed all final testing.